Event description:
It was reported that during a follow-up, increased capture, decreased sensing, and decreased impedance were observed. X-ray revealed dislodgement due to twiddler's syndrome. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.